Event description:
It was reported that insulin pump stopped delivering insulin about once a week without alerting customer. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.